Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient's blood glucose was 514 mg/dl. The patient treated via insulin pump bolus. Her blood glucose has since decreased to 241 mg/dl. Troubleshooting did not occur since the caller did not currently have access to the insulin pump. The insulin pump was not returned for analysis.